Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software is not accurately adjusting insulin therapy. Customer's blood glucose (bg) ranged from 243-358 mg/dl. Customer administered manual injections and performed a supply change to address bg. A pump reset was performed to resolve the issue.